Event description:
It was reported that this right ventricular (rv) lead exhibited a slowly increase in pacing impedance measurement, now at 1216 ohms. The impedance measurement was stable between 600 to 700 ohms for several years. Boston scientific technical services recommended a clinical assessment of the lead. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the rv lead triggered an alert for high out of range pacing impedance measurement, measuring at 2002 ohms. The rv lead trend showed a gradual increase in impedance over the last 12 months and currently the rv impedance limit was set to from 200 ohms to 2000 ohms. Boston scientific technical services recommended an in-office lead review. No adverse patient effects were reported. The rv lead remains in-service. Additional information was provided, it was reported that the patient was seen in-clinic for a follow-up visit. The rv lead configuration was changed to pace unipolar, sense bipolar with lv impedance is now 1804 ohms. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slowly increase in pacing impedance measurement, now at 1216 ohms. The impedance measurement was stable between 600 to 700 ohms for several years. Boston scientific technical services recommended a clinical assessment of the lead. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the rv lead triggered an alert for high out of range pacing impedance measurement, measuring at 2002 ohms. The rv lead trend showed a gradual increase in impedance over the last 12 months and currently the rv impedance limit was set to from 200 ohms to 2000 ohms. Boston scientific technical services recommended an in-office lead review. No adverse patient effects were reported. The rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.